Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The pump had minor scratched display window and cracked reservoir tube. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings from her daughter's insulin pump. The customer's blood glucose reading was 500+ mg/dl. The mother stated that the pump is not working properly. The mother stated that her daughter did not go to their health care provider regarding the unexplained high blood glucose readings. The customer will be sent a replacement pump.